Manufacturer narrative:
Conclusions: failure to follow instructions (outside of indication). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 97 mm abdominal aortic aneurysm. The proximal neck measured 24 mm to 29 mm in diameter. The endurant iis stent graft was successfully implanted below the right renal artery. It was reported that, during the index procedure, an angiogram revealed a proximal type I endoleak. The physician elected to re-balloon the proximal neck and the endoleak improved but was still present. The physician then elected to implant six aptus endoanchors and the leak was resolved. Per the physician, the cause of the endoleak was due to the patient's anatomy of a short conical neck and oversizing in the proximal neck caused pleating in the stent graft leading to the endoleak. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.